Event description:
It was reported PICC inserted on (B)(6) 2025 when accessed found to be not working. X-ray done including arm and kinks noted in the arm. PICC removed the day after on (B)(6) 2025. Patient required another PICC placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found that the catheter had two kinks present on the catheter tubing. One between the 13cm and 14cm depth markers and another between the 15cm and 16cm depth markers. Microscopic inspection of the kinked area found buckling of the catheter material surrounding the kink. This feature may be indicative of cyclic kinking of the catheter. No other features were observed which could aid in identification of a specific root cause. The unit was functionally tested by flushing with water using a 12ml luer lok syringe. During testing, no leaks were observed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.